Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been in and out of the hospital for non diabetes reasons. Customer reported that on (B)(6) 2015 there was an emergency room visit. Customer's blood glucose was 269 mg/dl which was treated in the emergency room. Customer was wearing insulin pump at the time of hospitalization.